Event description:
It was reported that device kinked. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was deployed. Upon withdrawal of the delivery system, the was was noted to be kinked. The device was exchanged for another of the same and the procedure was successfully completed. There was no patient harm.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of kink was confirmed. Inspection of the hub, sheath, and tip revealed a kink in the sheath 7.5cm proximal of the tip. There were no other damage or defects found. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that device kinked. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was deployed. Upon withdrawal of the delivery system, the was was noted to be kinked. The device was exchanged for another of the same and the procedure was successfully completed. There was no patient harm.